Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise with automatic mode switch. The noise was reproduced with isometric arm movements. The patient was asymptomatic and the physician had decided to monitor the patient with routine follow ups. The lead remained implanted.